Manufacturer narrative:
E returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that indicated there was noise on the right atrial (ra) channel. Boston scientific technical services (ts) was consulted and reviewed the remote home monitoring system. Ts found cross chamber over sensing as well as possible myopotential noise. The ra lead impedance had decreased from 661 to 460 ohms, which is out of spec for this lead. Normal impedance is 500-2000 ohms. Additional information was received that the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead were explanted for an unspecified product performance issue. Attempts were made to find out additional information without success. A new device and rv lead was successfully implanted and no additional adverse patient effects were reported.

Event description:
It was reported that indicated there was noise on the right atrial (ra) channel. Boston scientific technical services (ts) was consulted and reviewed the remote home monitoring system. Ts found cross chamber over sensing as well as possible myopotential noise. The ra lead impedance had decreased from 661 to 460 ohms, which is out of spec for this lead. Normal impedance is 500-2000 ohms.